Event description:
Customer reported chemo (doxyrubicin) leaked from the connection of the 30ml syringe to the mp1000-c. Stated doxyrubicin in a 30ml syringe was being administered when the leak was noted. There was no pt or user harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). The customer report of a leak at the connection of the syringe to the mp100-c could not be confirmed, due to the product had been discarded and will not be returned for failure investigation. The root cause of this failure could not be identified.